Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The sodium results were reported out of the lab and questioned by the physicians. Customer recalibrated the ise system, performed qc and re-tested samples with low sodium results. Repeated results were higher, and amended reports were issued. Actual results were not supplied. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Specimens are drawn in plastic serum separator tubes. The ise system is calibrated every 24 hours, and qc samples are run every 8 hours. Sodium qc results have been within the lab's established ranges. After low sodium results were obtained, sodium qc was repeated and recovered low. A field service engineer (fse) was dispatched: the fse cleaned the electrode ports and replaced the sodium and cl electrodes. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.